Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump alarmed no delivery yesterday. He changed the infusion set and now the device is working. Customer's blood glucose is 180 mg/dl. Customer was advised to call when the alarm occurs for troubleshooting. Replacement supplies were sent. Nothing further reported.